Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported pump thrombosis and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines indications of pump thrombosis as well as how to respond to such events. This document also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous device thrombosis history and pump exchanges are reported within MFR report numbers 2916596-2019-00123, 2916596-2019-00843, & 2916596-2019-01281. Approximate age of device -- 3 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to pump thrombosis. The patient had history of pump exchanges due to thrombosis. On (B)(6) 2019, the patient underwent lvad ligation. The patient was subsequently admitted (B)(6) 2019 for acute decompensated systolic heart failure with reduced ejection fraction (hfref). The patient transferred to the cardiac intensive care unit after undergoing right heart catheterization with pulmonary artery catheter placement for guidance in diuresis. On (B)(6) 2019, the patient experienced cardiogenic shock while on dobutamine and milrinone drips. No further options were viable per the heart failure team. The patient was made do-not-resuscitate/do-not-intubate and discharged to palliative care on a dobutamine drip on (B)(6) 2019. The hospice nurse called the lvad coordinator on (B)(6) 2019 to report the patient had passed away at home. The device was not explanted.